Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - postal code: (B)(6), phone: (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral angioplasty procedure, a flexor raabe guiding sheath was difficult to insert into the patient. Reportedly, the sheath would not enter the artery with the dilator. The patient developed a hematoma and ¿major¿ bleeding, requiring an unspecified medical intervention to contain the bleeding. The complaint device was immediately replaced with a larger sheath to complete the procedure. There was reportedly no impact on recovery or length of hospital stay, and the patient is ¿fine¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5, h6 (annex f). Corrected information: b1, b2, h1, h6 (annex f) = additional information was received 03jan2025. Although the reporter originally stated that "major" bleeding occurred, the estimated blood loss was approximately seventy milliliters and the patient did not require treatment for blood loss. The customer originally reported that an unspecified medical intervention was required to contain the bleeding; however, the additional information received 03jan02024 noted that the "intervention" was replacement of the device with a new, thicker sheath. As such, there has been no report of serious injury, as there has been no report of any permanent or life-threatening injury or illness and no intervention to preclude permanent injury or impairment; therefore, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 03jan2025. Access was obtained in the femoral artery. The access site was not scarred, and the anatomy was not stenosed, tortuous, or calcified. A scalpel was used to enlarge the puncture site. The sheath was advanced ten centimeters into the patient. The tip was not split, cut, or torn. Although the reporter originally stated that "major" bleeding occurred, the estimated blood loss was approximately seventy milliliters and the patient did not require treatment for blood loss. The previously reported "medical intervention" was replacement of the device with a new, thicker sheath.